Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 32 synergy" drug-eluting stent was advanced to treat the lesion. However, during advancement, the device came into contact with a previously implanted 3.0x16mm promus premier stent in the rca. Subsequently, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the mid-section of the stent, a stent strut was lifted. The stent od (outer diameter) for the undamaged section of the stent was measured and is within the maximum crimped stent profile. Stent damage most likely occurred when the stent came into contact with an already placed stent. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 87% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during advancement, the device came into contact with a previously implanted 3.0x16mm promus premier stent in the rca. Subsequently, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.